Manufacturer narrative:
The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be within specification. Upon receipt, the pacemaker was visually inspected. The inspection revealed that the header was completely broke off and was damaged severely. This kind of damage indicates strong forces during the explantation procedure. However, the spring elements of the pacemaker did not show any deviations. Also the dimensions of the header bores were within the range requested by the is-1 standard specifications. A connection of a lead was not feasible as both the terminals as well as the feed through were damaged. The pacemaker was interrogated and the pacemaker's memory content was analyzed documenting a flawless device behavior. The battery status was found to be eri as expected after an implantation duration of 67 years. Summary during mechanical analysis it was noticed that the header of the pacemaker was broke off and the header was found to be severely damaged. However, the dimensions of the header bores as well as the spring elements were found to be in specification. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. A more detailed analysis will be provided after the device will have been returned to biotronik. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
At routine changeout, physician was unable to disconnect the chronic leads from the cylos generator. The physician had to cut out the leads of the header to disconnect them from the device.